Manufacturer narrative:
On 23-feb-2023, the product investigation was completed. Device investigation details: it was reported bubbles were detected when using the pump, but no bubbles alert was detected the during pvc procedure, no harm on patient, flushed the pump to clear the tubing and finish successfully, customer mentioned that is a recurring issue. Since the event description states that this is a recurring issue, research was performed to check for reports, however, none were found, and a follow-up was performed with no response. A device history record evaluation was performed for the finished device number 051822-110, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a ngen pump, EU configuration. Air bubbles were undetected. During a pvc procedure, the medical team reported seeing bubbles when using the pump; however, there bubbles alert did not activate. The bubbles were flushed from the pump to clear the tubing. No patient consequences had occurred. The customer mentioned that this was a recurring issue. Since the event description states that this is a recurring issue, research was performed to check for reports, however, none were found, and a follow-up was performed with no response, therefore this complaint was created. Air bubbles undetected is MDR-reportable.